Event description:
Ous MDR - on (B)(6) 2014 an in-office follow-up showed nothing out of the ordinary. On (B)(6)2015, a vf alert was sent from home monitoring. It was 10 seconds long, but no shock delivery was delivered. On (B)(6), many vf alerts were sent and 10 shocks deliveries were recorded during the midnight to early morning time frame. The next day the physician called the patient and an in-office-follow-up was done. Some noise was observed so therapy was turned off and the patient was hospitalized. The lead and ICD were both removed two days later. According to the hospital, in order to save time during the operation, a needle was inserted in the lead during the removal process. Therefore in the middle of the lead, there is/are puncture mark/s.

Manufacturer narrative:
The memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. The analysis of the lead as well as the ICD did not reveal any sign of a material or manufacturing problem.